Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on this right ventricular (rv) lead in two stored episodes. The noise was oversensed resulting in pacing inhibition with asystole greater than two seconds observed in one of the episodes. Boston scientific technical services (ts) explained to the boston scientific representative that the noise looked like diaphragmatic noise, noted there were no prior events with this appearance and provided the current programmed rv sensitivity setting. Ts provided guidance that they could bring the patient into the clinic and measure the noise that was oversensed and determine if adjusting the sensitivity setting might help prevent the oversensing. Ts also indicated to determine if the noise is reproducible with deep breathing, coughing and valsalva maneuver testing. The crt-d device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on this right ventricular (rv) lead in two stored episodes. The noise was oversensed resulting in pacing inhibition with asystole greater than two seconds observed in one of the episodes. Boston scientific technical services (ts) explained to the boston scientific representative that the noise looked like diaphragmatic noise, noted there were no prior events with this appearance and provided the current programmed rv sensitivity setting. Ts provided guidance that they could bring the patient into the clinic and measure the noise that was oversensed and determine if adjusting the sensitivity setting might help prevent the oversensing. Ts also indicated to determine if the noise is reproducible with deep breathing, coughing and valsalva maneuver testing. The crt-d device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported.additional information was received that the crt-d device was subsequently explanted and replaced due to normal battery depletion approximately two years after the event. This rv lead remained implanted and in-service, connected to the replacement device. No patient symptoms or adverse patient effects were reported. Then approximately nine months later, additional information was received that this patient experienced syncope and presented to the emergency room. A boston scientific field representative contacted ts to review crt-d device data. A stored non-sustained ventricular episode from a few days before exhibited rv lead noise which was oversensed resulting in pacing inhibition and 3.5 seconds of ventricular asystole. No device anti-tachycardia pacing (atp) therapy or device shock therapy was provided by during the episode. Ts indicated the noise was diaphragmatic noise. The patient was noted to be pace therapy dependent. Ts explained that the rv lead pace impedance measurements were stable in the mid-400 ohms range, which is within the normal specification range. Ts provided guidance to the field representative to consider measuring the amplitude of the oversensed signals and decrease the rv automatic gain control (agc) programming and if agc is reprogrammed, it is recommended to perform induction testing to measure the amplitude of the ventricular fibrillation to avoid undersensing. The field representative stated that the healthcare providers (hcps) performed isometric and pocket manipulation testing, but it was unclear if they performed valsalva maneuver testing with coughing and deep breathing. The rv lead was subsequently surgically abandoned and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.